Event description:
As reported by hospital, patient had 8f drainage catheter implanted on (B)(6) 2010. Immediately prior to a procedure on (B)(6) 2010 to remove the catheter, an x-ray showed that the catheter had fractured and a segment had detached. The physician performed a standard catheter exchange, however, chose to leave a small fragment of the original catheter in the duodenum, as the fragment was "expected to pass normally during (the patient's) next bowel movement." The catheter exchange was completed successfully and the patient had no adverse effects. The used device has been disposed of at the hospital and will not be returned.

Manufacturer narrative:
Although, it has been reported that the used device will not be returned for evaluation, an investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).